Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fractured near the connection between the catheter and the catheter connector. The catheter was placed at another facility on (B)(6) 2019. The distal end of the catheter was cut after the removal and the distal catheter segment is not returned because it was used for culture test. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two segments with a break approximately 4 mm distal to the strain relief. Use residue was observed throughout the returned sample and the distal catheter segment was observed to be occluded with a yellowish residue. A microscopic observation revealed the break surfaces to be jagged in on the blue half of the catheter material and relatively smooth on the clear half. The surfaces of the break were observed to be mostly flat and granular in texture and some edges of the break were observed to be slightly worn and rounded. These observed characteristics of the break suggest material fatigue as the origin of the damage, with possible propagation of the damage due to tensile (pulling) force. Fatigue can occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fractured near the connection between the catheter and the catheter connector. The catheter was placed at another facility on (B)(6) 2019. The distal end of the catheter was cut after the removal and the distal catheter segment is not returned because it was used for culture test. There was no reported patient injury.